Event description:
The customer stated he was hospitalized for high blood glucose and the reading was 836 mg/dl. The customer stated he had a mild heart attack in the hospital. The customer also stated the insulin pump had a large crack on the screen. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.